Event description:
It was reported that during a service visit the device failed the electrical safety test for excessive pt leakage. There was no pt involvement or adverse consequences related to this event.